Event description:
It was reported that the user experienced repeated occlusion alerts and discovered two shattered cartridges within the pump chamber, with both affected cartridges originating from the same lot; the user also reported a touchscreen that became unresponsive, and a replacement pump and replacement lots of cartridges, connectors, and infusion sets were arranged. Symptoms included perceived device malfunction without reported adverse physiological effects. Outcomes included interruption of therapy and the need for device and supply replacement to restore reliable insulin delivery. Investigation included collection of lot numbers for the cartridge, connector, and infusion set, and the initiation of product replacement. Investigation of this case revealed suspected product performance issues related to occlusion and cartridge integrity, as well as a pump user interface malfunction, with no confirmed patient harm. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.